Event description:
It was reported that the right ventricular lead had exit block and a micro dislocation was suspected. The lead was explanted and replaced. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).